Event description:
It was reported that the user experienced recurrent infusion occlusions while using 23-inch teflon infusion sets, with no active occlusion at the time of the call. Customer care provided support that included call-based troubleshooting and collection of lot information for the implicated supplies. Investigation of this case revealed that occlusions were consistent with infusion set flow obstruction and were resolved by changing the infusion set, indicating a likely set-related issue. No clinical symptoms reported during interrupted insulin delivery. Outcomes included supply changes to resolve occlusions without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was infusion set-related occlusion due to use conditions or set performance.